Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a gas loss in iab circuit alarm. It was also noted that a rupture had occurred and blood was seen in the tubing. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that after approximately two days and 13 hours of intra-aortic balloon (iab) therapy, the cardiosave intra-aortic balloon pump (iabp) generated a gas loss in iab circuit alarm. It was also noted that a rupture had occurred and blood was seen in the tubing. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated field(s): patient information, describe event or problem additional reporter: ronnetra lee, msn, rn, ccrn-k/ nursing department asst. Manager, educator, rn- cvicu/ hemodialysis cell: (B)(6) office: (B)(6) email: (B)(6) complaint record ID # (B)(4).